Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va12tb8, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was still having leaks during the day. She also noted she was having a strong buzzing in her ear (like a tinnitus). Therapy was not helping her since she was implanted as she was still leaking. She had a follow up appointment the week after the report. Additional information from the consumer reported that she had not had anything positive; she was still having problem with tinnitus. There was noise in ear all the time. Her bowel had not functioned correctly since implant and she was having more problems than she had before the implant. Therapy also did not help with urinary symptoms. Further information from the consumer reported that she saw the health care professional (hcp) on (B)(6) 2016 and she told him her experience. Her implantable neurostimulator (ins) was done for her urination control and her bowel and urination problems stopped completely. Everything was working fine and she was getting 50% or greater relief but she was still having tinnitus. The patient was indicated for urinary dysfunction/ sac ral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. Additional information from the consumer reported that she wanted to know who to talk to about the tinnitus and stool problems. The health care professional (hcp) told the patient they could not do anything. She believed they were caused by the device. She had no stool for 2 weeks and she had to take medication to have stool. Patient services advised the patient to try and turn the device off to see if it was related. The patient already turned it off but the problem was still there. Further information indicated turning the implantable neurostimulator (ins) off and to 0 did not resolve the issue. She planned to follow up with the hcp to discuss the symptoms and discuss the removal of the ins. The hcp instructed her to turn therapy off. Additional information received from patient reported that she had device implanted for bladder control but device was now affecting her bowels. She had lost all bowel control. She also had been taking different medications and other "stuff" but none of it was helping with bowel issues. It was indicated that she had "too much noise in ear" (tinnitus) since implant. She believed the tinnitus was because of the implant. She would like to know if her tinnitus would be better if device explant. It was further reported that the patient's doctor that implanted their device made a mistake during the surgery and made it so their lead wire went through their bowel. They have had so many problems because of it. The patient stated that ever since they were implanted with the device, they couldn't go to the bathroom normally. It was noted the patient was implanted for urinary incontinence and the device and the "bladder wasn't too bad." The patient confirmed a 50% or greater reduction in urinary symptoms. It was their bowels they were having problems. It was stated there was a problem with their intestines. They were taking different kinds of medications to help them go to the bathroom. It was asked if x-rays or tests done to confirm that the lead went through the bowel and the patient stated no. They knew that the doctor made a mistake and stated that it's terrible that doctors could do this and they will have to live with "cleaning herself" the rest of their life. It was stated that they had already been in the hospital twice due to their bowel issues and they had a surgery coming up next week to fix their bowels.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that device was not helping their problems every day. Patient weight was reported.

Event description:
Additional information from the patient reported they had a CT scan for their problem with bowel control. It showed they have a blockage and they are using medication so they can go to the bathroom. The patient stated they didn't have that problem before the device was implanted, and it doesn't work good. They want the device removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she was having the same urination problems she did prior to implant of device, nothing had changed. She had tried all setting available and nothing had helped her symptoms. She would like to know if it would be better to just have device explanted since she is experiencing same symptoms as prior to implant.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va12tb8, implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information from the patient reported that the device had not helped her symptoms since implant. The patient stated that ¿nothing had changed and she having problems every day.¿ the patient noted she had seen a couple of healthcare professionals (hcp) who told her that her healthcare professional (hcp) was wrong in implanting her with this device. The patient noted she ¿fell right next ti fractured bone and you wouldn¿t believe the pain.¿ there were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.